Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter read inaccurately erratic and also inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unspecified date she obtained results of "160, 65 and 90 mg/dl" on the subject meter, performed more than 20 minutes apart, therefore not meeting lfs criteria of a valid comparison for precision. The patient also reported that she felt the result of 160 mg/dl was inaccurately high in comparison to her feelings or normal results. Such a comparison does not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with oral medication, diet and exercise and continued to take her usual dose of 1000mg metformin in response to the alleged issue. The patient reported that on the night of (B)(6) 2016, after the alleged issue occurred, she developed symptoms of "nervousness, shaking and cold sweats" and self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged issues occurred.